Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No additional complaint has been previously reported for this lot number. Investigation summary: four x-ray images were provided for evaluation. Based on the x-ray images provided the reported fracture of the crown section of a stent placed in the lower chest is confirmed. In addition the migration of that crown section is confirmed. The reported placement of the stent during a tips procedure represents an off label use of the device, however based on the available information a definite request could not be determined. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. 'Stent fracture' is mentioned as a potential adverse event that may occur. Additionally, the IFU states: 'maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy' and 'as with all self-expanding nitinol stents, careful attention during stent deployment is warranted to mitigate the potential for movement of the stent.'. The IFU further states: 'appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration'; a sizing table is included in the IFU. In regards to post dilation the IFU states that post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. The reported placement of the stent during a tips procedure represents an off label use of the device. The IFU supplied for this product states that the e-luminexx vascular stent is 'for use in the iliac and femoral arteries'.

Event description:
It was reported that the bare vascular stent was identified via an x-ray image allegedly fractured, approximately 1.5 cm at the proximal crown, during the patients follow up visit approximately 19 months post successful two stent placement procedure in the tips (transjugular intrahepatic portal shunt) through the right jugular vein. It was further alleged the fractured stent allegedly migrated to the heart, however no further treatment has been provided since the patient is asymptomatic.